Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The single port (sp) monopolar curved scissors (mcs) instrument was analyzed and found to have scratch marks and abrasions on tube adapter. During visual inspection, scratch marks and abrasion was observed on the tube adapter, located at the distal tip of the instrument. The scratch marks and abrasions did not prevent the tip accessory from being installed onto the instrument. The instrument was installed on the in-house system and passed tip detection, recognition and engagement. The instrument moved intuitively with full range of motion in all directions. There was no damage to the shaft, housing and chassis. Each input disk was manually articulated and responded accordingly. The release buttons were functional. The complaint regarding the part that should engage with the scissor tip was damaged, was confirmed by failure analysis. The probable root cause is attributed to damage during use. Excessive contact with abrasive or hard surfaces during tip accessory installation can also cause scratch marks. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that prior to a da vinci-assisted surgical procedure, the monopolar curved scissors instrument part that should engage with the tip was damaged. The procedure was completed with no reported injury. Intuitive surgical. Inc. (Isi) followed up with the initial reporter and obtained the following additional information: the distal end of the instrument shaft was found damaged, which prevented the mcs tip from securely attaching. The tip area was observed to be broken, but no material was missing or detached. This issue was discovered outside of the patient¿s body before the tip was installed, and it has been confirmed that no fragments fell into the patient. There are no images of the defective instrument available for review.